Event description:
It was reported the patient¿s system was explanted. The patient had a loss of symptom relief after bending and lifting their spouse multiple times. The patient may have fallen on or near the device while lifting their spouse. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy203650h ) showed the ins was functionally okay; insignificant anomalies. No significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v386127, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. (B)(4).